Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. The blood glucose level was unknown at the time of incident. Customer stated that the insulin pump failed self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify displayable history crc check failed on startup alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.